Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient has elevated ion levels. Update rec'd 2/12/2016: patient's husband spoke with legal group about his wife's bilateral hips. Patient suffered from elevated metal ion levels, swelling/inflammation, and pain. The patient hasn't been revised. This complaint was updated on: 2/15/2016 update 8/2/2016: sales rep reported patient was revised due to pain. Part and lot were updated for head, liner, and stem. Hole eliminator was added to the complaint. Updated: 8/9/2016.

Event description:
Update may 24, 2017: litigation received. In addition to what was previously litigated, patient also experienced metallosis, local adverse tissue reaction and intermittent mechanical symptoms of shifting and clunking. Added complainant information. There is no medical records and laboratory values provided. This complaint was updated on: may 31, 2017.

Event description:
Complaint description: patient correspondence: patient has has elevated ion levels. Update rec'd (B)(6) 2016: patient's husband spoke with legal group about his wife's bilateral hips. Patient suffered from elevated metal ion levels, swelling/inflammaon, and pain. The patient hasn't been revised. This complaint was updated on: (B)(6) 2016. Update (B)(6) 2016 - sales rep reported patient was revised due to pain. Part and lot were updated for head, liner, and stem. Hole eliminator was added to the complaint. *updated (B)(6) 2016 update (B)(6) 2017: litigation received. In addition to what was previously litigated, patient also experienced metallosis, local adverse tissue reaction, intermittent mechanical symptoms of shifting and clunking. Added complainant information. There is no medical records and laboratory values provided. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability, revision note stated that there was small periarticular fluid collection, grayish cloudy synovial fluid of approximately 12cc, clear wear debris and metallosis on the trunnion, inner aspect of the taper of the femoral head, backside of the metal shell as well as within the acetabular shell. Clinical notes reported elevated laboratory values for cobalt-chromium with unknown unit and MRI showing small pseudocysts. This complaint was updated on: (B)(6) 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. / / investigation summary: patient correspondence: patient has has elevated ion levels. Update rec'd (B)(6) 2016: patient's husband spoke with legal group about his wife's bilateral hips. Patient suffered from elevated metal ion levels, swelling/inflammaon, and pain. The patient hasn't been revised. Doi: unknown dor:none reported (right hip) no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update rec'd (B)(6) 2016: patient's husband spoke with legal group about his wife's bilateral hips. Patient suffered from elevated metal ion levels, swelling/inflammaon, and pain. The patient hasn't been revised. Update (B)(6) 2016 - sales rep reported patient was revised due to pain. Part and lot were updated for head, liner, and stem. Hole eliminator was added to the complaint. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 24, 2017: legal medical records received. After review of the medical records for MDR reportability, revision note stated that there was small periarticular fluid collection, grayish cloudy synovial fluid of approximately 12cc, clear wear debris and metallosis on the trunnion, inner aspect of the taper of the femoral head, backside of the metal shell as well as within the acetabular shell. Clinical notes reported elevated laboratory values for cobalt-chromium with unknown unit and MRI showing small pseudocysts. This complaint was updated on: aug 9, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle plaintiff profile form and sticker sheets received. In addition to what was previously alleged, ppf states that the patient experienced metal wear prior to the first revision. Doi: (B)(6) 2010 - dor: (B)(6) 2016 (right hip).